Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a broken grip at the grip tip. A piece measuring approximately 0.189" x 0.044" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during da vinci-assisted nephrectomy surgical procedure, large needle driver instrument did not grasp the tissue properly. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse manager and obtained the following additional information on 03-apr-2024: the instrument broken grip tip was identified during use, but customer could not determine if the piece was retrieved. No fragments reported to have fallen inside the patient. Further actions taken was for scrub personnel to inspect the tips before using the instrument. Patient did not return for surgery for any post complications.